Event description:
It was reported that on (B)(6) 2024, a 23mm navitor titan vision transcatheter heart valve was chosen for implant with a small flexnav delivery system and a small navitor loading system. The native aortic valve had perimeter of 64.9mm, area of 331.4mm^2, and perimeter derived of 20.7mm. There was minimal calcium with calcium in the left ventricular outflow tract (lvot). A pre-implant balloon aortic valvuloplasty (bav) was performed with a 18mm true balloon. After deployment, mild+ paravalvular leak was observed. The implant depth was 8mm at both the non-coronary cusp (ncc) and the left coronary cusp (lcc). There was a minimal valve under expansion caused by the calcium in the lvot. A post-implant bav was performed with a 20mm true balloon. It was reported that the patient had a common femoral artery (cfa) perforation as well, which was not caused by an abbott device per physician. The cfa perforation was mitigated with an 8x5 non-abbott covered stent. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak (pvl), valve underexpansion, and device malposition was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated that the valve appears to be correctly sized based on provided dimensions, the implant depth was 8mm from the non-coronary cusp (deeper than the recommended 3mm), there was minimal calcium with calcium in the left ventricular outflow tract (lvot), and there were no deployment difficulties. It was also noted that there was a minimal valve under expansion caused by the calcium in the lvot. Based on available information, the reported valve underexpansion appears to be related to patient condition (calcification). Causes for the reported pvl and device malposition could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.